Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was damaged by electrocautery during a routine device replacement procedure resulting in pacing inhibition and loss of capture (loc). High out-of-range impedance measurements were observed both through the pacing system analyzer (psa) and the replacement device. The patient had an intrinsic rhythm so there was no evidence of asystole greater than 2 seconds. Instead of replacing the lead, the physician elected to reprogram the lead from bipolar to unipolar. The lead remains in service. No adverse patient effects were reported.